Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance an unknown quantity of interlink buretrol solution sets in which difficulty removing air was detected during priming in the anesthesia department. There is no patient involvement, injury, or adverse event associated with this report. The customer advised that the facility does not typically use the reported product.